Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, the adhesive was found peeling from the light guide lens. Additionally, the forceps control lever was damaged and compromising watertightness. The connector, universal cord, cover, switch box, control knob, control unit, and connecting tube were all scratched. The paint on the air/water cylinder was also found peeling. Due to the elongation of the angle wire, the bending angles were out of specification. The distal end adhesive was also noted chipped. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus evis lucera duodenovideoscope loaner device, it was discovered that the light guide lens adhesive was peeling. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.